Event description:
Additional information showed the patient was explanted. Manufacturer representatives were not asked to be present by the physician, and the device was not returned for analysis.

Event description:
It was reported that the patient could only feel stimulation when she moved a certain way. The patient programmer showed the correct display but increases in stimulation were not felt by the patient. The symptoms occurred after the patient was assaulted. X-rays were taken and the patient was told she was ok. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743 serial# (B)(4); extension model 3708120 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; extension model 3708120 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; accessory model 37752 serial# (B)(4).